Event description:
Report received of an unrequested bolus dose being delivered to a patient. The pump was programmed in 2003 on the night shift. The customer could not recall the pump settings or medicaiton infused. The nurse reported that the pump was set up and connected to the patient. While the nurse was still in the patient's room, the nurse reportedly witnessed the pump deliver a bolus dose without the patient pendant button being activated. The pump was immediatley removed from clinical service. There was no reported adverse patient effects. Though requested, no additional information was available.